Event description:
The patient was implanted with an implantable ventricular assist device (lvad). It was reported by the perfusionist that when getting out of a chair, the patient stepped on the driveline and pulled the velour covering along with the copper wiring out of the pump. The beside nursing staff pushed the driveline back in and taped it in place. Due to this damage, the surgeon elected to replace the ivad with another ivad.

Manufacturer narrative:
The patient remains ongoing with the replaced ivad. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time.